Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and that the pump indicated a data log corruption. Additionally, a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. The customer¿s blood glucose level was 284 mg/dl. Reportedly, the pump was reset and the customer loaded a new cartridge to resolve the issue.